Manufacturer narrative:
Device manufacturer date provided.

Manufacturer narrative:
(B)(6). Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported the open spine clamp screw could not be tightened properly. RMA issued. Replacement device shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Analysis of the suspect clamp finds: the clamp face pieces are very nicked and scratched and there are tool marks around the head of the adjustment screw. Otherwise, the clamp functions normally. A new clamp was sent to the site for issue resolution.

Event description:
A site representative reported a spine clamp screw that was worn out and can no longer be used. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.